Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 170-180mg/d fasting. Verified the strips expire 05/26/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 252mg/dl and 403mg/dl fasting. Reviewed meter memory: 302mg/dl, (B)(6) 2015, 10:34:00 pm, fasting: yes; 116mg/dl, (B)(6) 2015, 01:36:00 pm, fasting: yes; 250mg/dl, (B)(6) 2015, 05:02:00 pm, fasting: yes; 273mg/dl, (B)(6) 2015, 05:02:00 pm, fasting: yes; 240mg/dl, (B)(6) 2015, 05:05:00 pm, fasting: yes. Customers concern: 302mg/dl. Adverse event not reported.